Event description:
The complainant alleges, "high temp cautery was catching fire".

Manufacturer narrative:
The complaint was able to be confirmed via information from end user. Customer was activating the device for up to 30 seconds near the patient eye lid. (Note - eye lid contains hair and hair is a flammable material.) Root cause is determined to be user error in having an extended activation time and activating near a flammable material. Per the IFU: - warnings: do not use in presence of flammable gases/materials or oxygen rich environments. Fire could result. - the recommended duty cycle is 2 seconds on and 6 seconds off for a continuous time of no longer than 15 minutes. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.